Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. This second angiojet® zelantedvt¿ catheter was successfully primed for a thrombectomy procedure in the iliac vein and inferior vena cava (ivc) after the first one failed to prime. Aspiration was initiated. However, after 3 seconds a check line error message displayed. They continued to reset the device. It would run for 3 seconds and go back into the alarm check line status. So, they abandoned the angiojet device and did not use it anymore. The procedure was completed with a different device. There were no patient complications and the patient status was fine.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a zelante thrombectomy system with a power pulse device attached to the spike. The pump, shaft, and tip were microscopically examined and there were no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. This second angiojet® zelantedvt¿ catheter was successfully primed for a thrombectomy procedure in the iliac vein and inferior vena cava (ivc) after the first one failed to prime. Aspiration was initiated. However, after 3 seconds a check line error message displayed. They continued to reset the device. It would run for 3 seconds and go back into the alarm check line status. So, they abandoned the angiojet device and did not use it anymore. The procedure was completed with a different device. There were no patient complications and the patient status was fine.